Event description:
It was reported that during the implantation of the trial stimulator system, the patient experienced severe surgical pain as they did not completely put them "under". It was also noted that the patient had to receive blood "as she had scoliosis". Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received from the patient reported that they still had concerns with their device therapy but had not sought further help. It was noted that the patient needed the company representative to come to their physician's office. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).